Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. A replacement cartridge was used to resolve the issue, and the pump resumed normal operation. Additionally, technical support provided the customer with preventative tips for altitude alarms, which the customer understood and acknowledged.